Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7320590. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that after a trial procedure, patient had a persistent bleeding to the low back. The patient was sent to the emergency room where eventually, there was no active bleeding found. The trial leads were pulled out. No further information has been obtained despite good faith efforts.